Event description:
Patient's left hip was revised due to non union of the femoral neck.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown long gamma nail. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.